Event description:
The reporter returned product for a non MDR reportable issue. During returned product evaluation, it was discovered that a male luer on a co product had broken off inside another MFR's filter set.